Manufacturer narrative:
Medwatch number is (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when the physician went to perform sphincterotomy, the metal portion of the sphincterotome broke away from the tome while inside the patient. There were no patient complications reported as a result of this event.